Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received no delivery alarm during changing set. The customer's blood glucose was 342 mg/dl at the time of incident. Troubleshooting determined that the pump is working as designed. It was explained that the alarm was caused by infusion set and reservoir occlusion. The customer was advised to reset fill cannula to the appropriate cannula prime for their infusion set. The reservoir will not be returned for analysis.